Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) was dissatisfied as the patient was not getting the same erection with this ipp that he was getting in past. The device had reached its end of life, and it was the time for a new device. The device was removed and replaced. No patient complications were reported.